Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision of both the tibial and talar components is planned. The need for revision is attributed to improper varus placement of the original implant by another surgeon, resulting in progressive varus subsidence. The revision is not considered part of the normal progression of the patient¿s condition.